Event description:
In 2008, the pt was implanted with 4 gore excluder aaa endoprostheses to repair an 8cm abdominal aortic aneurysm. Five days later, as the pt was preparing to be discharged from the hospital, she became hypotensive, coded and required resuscitation. The pt expired later that day. No further info is available.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications.